Event description:
During a follow-up, dislodgement was alleged on the left ventricular (lv) lead and was able to be confirmed via diagnostic imaging. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.